Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: comparison between intermittent and continuous lumbar csf drainage after surgery for traumatic brain injury wang hb, guan yx medical journal of communications 2015 29(3):237-241. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 3 patients experienced an intracranial infection. The article stated that 3 patients had hydrocephalus within 6 months postoperatively. The article also stated that 3 patients had died and that the death was unrelated to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.